Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment : a 73 year-old male presented to the emergency department with an anterior st-elevation myocardial infarction and was taken emergently to the cardiac catheterization laboratory for coronary intervention. Percutaneous coronary intervention of the left anterior descending coronary artery was performed with placement of three drug-eluting stents from the proximal to distal segments. Following the coronary intervention, the patient became hemodynamically unstable and experienced cardiac arrest requiring cardiopulmonary resuscitation. The patient developed hypoxia with loss of oxygen plethysmography waveform and alternating ventricular fibrillation and pulseless electrical activity, requiring multiple rounds of defibrillation and cardiopulmonary resuscitation. Due to ongoing cardiogenic shock, the clinical team elected to place an impella cp device for circulatory support. The impella cp device was emergently implanted without complication. Despite device support, the patient continued to experience recurrent ventricular fibrillation requiring multiple defibrillation attempts and ongoing cardiopulmonary resuscitation using a mechanical compression device. While impella cp will be coded for the vf, it is more likely related to the underlying patient clinical condition and the unresolved cardiac ischemia. Repeat coronary angiography demonstrated loss of flow to the left anterior descending coronary artery. The vessel was successfully rewired, flow was restored with balloon angioplasty, and an additional stent was placed. The patient was subsequently transferred to the intensive care unit for continued management. On the second hospital day, the patient developed gastrointestinal bleeding and received three units of packed red blood cells. The right femoral impella access site demonstrated minor oozing, and the dressing remained intact without change. On the third hospital day, systemic anticoagulation continued to be withheld due to bleeding risk. Esophagogastroduodenoscopy was performed with clip placement at the suspected gastrointestinal bleeding source. Plasma-free hemoglobin was measured at eighteen milligrams per deciliter. On the fourth hospital day, the decision was made to wean and remove the impella cp device, which was performed successfully. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.